Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using the same system without delay by redoing adjustment for table longitudinal movement. It was reported to philips that the zero dose positioning moving on its own. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the zero positioning was working without touching the control module intermittently and system was not connected to prs portal (rsn) and requested onsite support. To resolve the issue, the philips field service engineer (fse) done redoing table longitudinal adjustment for movement. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during zero dose positioning, the system's table was moving on its own. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.